Event description:
A report was received that the patient was experiencing discomfort at the midline incision site. The physician was unsure as to why the lead had slipped slightly out of the epidural space. The patient underwent a lead revision procedure and was doing well postoperatively.